Event description:
A facility representative reported that following the intraocular implant procedure, the lens centration was poor within capsular bag. The lens was planned for explantation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. Corrected information provided in b.5., d.5. And h6. Correction: on initial MDR the health impact code should have been f1905 instead of f24. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was removed from the capsular bag during initial procedure.